Event description:
It was reported the device reached recommended replacement time (rrt) after 4.5 years and premature battery depletion is suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the device reached recommended replacement time (rrt) after 4.5 years and premature battery depletion is suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4): the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data.time of recommended replacement time in save to disk on 2012-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the device reached recommended replacement time (rrt) after 4.5 years and premature battery depletion is suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4): performance data was received from the device and reviewed. Performance data noted the recommended replacement time on (B)(6) 2012. Battery voltage trend data shows battery voltage 2.65 to 2.61 volts between (B)(6) 2012.